Event description:
Consumer stated that the toothbrush heads were a bad product and while used rattled and made excessive noise. He later noticed that the brush heads had chipped his tooth. This report is unconfirmed.